Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 5.1 had a few cubies off bus. A field service engineer powered off the unit, reseated the row board connectors for drawer 5 (positions 1 and 2), and replaced the missing bumper slide for drawer 5.1. The hardware test application (hta) test was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.